Manufacturer narrative:
Submit date: 09/19/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(6) 2016 that the customer experienced an issue. Upon triage on (B)(6) 2016, it was discovered that the unit's power board is burned.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿the service technician finding of burnt components during triage.¿ it was confirmed that the power board and the rear case were burnt. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.